Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was reviewed and no non-conformances related to the reported event were noted. A getinge service territory manager (stm) was dispatched to investigate. The stm was informed that the customer's biomed had tested the iabp unit and was unable to duplicate the reported issue. The stm tested the iabp unit and verified that the reported issue could not be duplicated. The stm noted that each battery was fully charged and functioning to factory specifications and the ac charge was also functional as the iabp unit ran on ac power without issue. During testing, the stm calibrated the pressure drive within specifications then completed all safety, functionality, and calibration checks. All tests passed to factory specifications, and the iabp unit was cleared for clinical use and released to the customer. (B)(6).

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) experienced a power related issue. There was no patient harm and no adverse event reported.